Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The pump was plugged into a different wall adapter and charged successfully. Additionally, it was reported that the pump time and date was incorrect. Tandem technical support assisted the customer in adjusting the pump time and date. Customer's blood glucose level was 282 mg/dl.